Manufacturer narrative:
The customer reported that they did not receive an alarm when a pt fell below the saturation level for 3-5 minutes. It was also reported that the pt was not injured as a result of this incident. The alarm logs for the attached central station show many alarms including desat alarms, for the general timeframe of the incident. The hospital has not yet verified the bed # and time of this alleged failure to alarm. Philips is in the process obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that they did not receive an alarm when a pt fell below the saturation level for 3-5 minutes.